Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic, 30mm in length and was located in the mid-right coronary artery (rca). The physician used a 7fr mps guide catheter and csi viperwire guide wire to access the lesion. Prior to beginning the atherectomy procedure, a temporary pacemaker was delivered to the right side of the patients heart. The csi oad was loaded onto the viperwire guide wire and advanced to the site of the lesion. The physician completed two runs at low speed in the proximal rca. The device was advanced to the mid-rca and the physician completed one run at low speed. The physician then completed one run at high speed in the mid-rca. Post-atherectomy angiography revealed a perforation in the rca. The oad was removed and the physician advanced a 3.0x22mm balloon in attempt to control the perforation. An attempt to deliver a covered stent across the perforation was made, but was unsuccessful. At this point, an impella device was delivered into the patient. Pericardiocentesis was performed and approximately 250cc of blood was removed from the pericardium. The physician was then able to deliver two stents and post-dilated them by inflating a balloon. The impella device remained in the patient and the patient was stable at this point. The patient was transferred out of the lab, but additional complications were noted at the impella access site. Furthermore, it was noted that overnight the patient status had declined and blood pressure had dropped. The patient expired the following morning. Requests for additional information have been made, but none has yet been received.